Event description:
It was reported that the nurse took off pads to replace because they were soiled. Nurse stated the drained pads, put new ones on and restarted therapy. They were receiving alert about patient temperature. Temperature sensing foley probe was in use and the patient temperature was 37.3c. Per event log, the arctic sun device was alerting 50 (patient temperature erratic) and an alarm 14 (patient temperature 1 probe out of range). Mss confirmed temperature probe in place. Nurse denied any patient temperature fluctuation. Mss had nurse flex cable to see if potentially temperature cable was the culprit, but patient temperature was stable. Mss discussed how temperature cable accidentally getting unplugged when they were replacing pads could have potentially cause the alerts. If alerts return recommended replacing temperature cable that connect from probe to device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurse took off pads to replace because they were soiled. Nurse stated the drained pads, put new ones on and restarted therapy. They were receiving alert about patient temperature. Temperature sensing foley probe was in use and the patient temperature was 37.3c. Per event log, the arctic sun device was alerting 50 (patient temperature erratic) and an alarm 14 (patient temperature 1 probe out of range). Mss confirmed temperature probe in place. Nurse denied any patient temperature fluctuation. Mss had nurse flex cable to see if potentially temperature cable was the culprit, but patient temperature was stable. Mss discussed how temperature cable accidentally getting unplugged when they were replacing pads could have potentially cause the alerts. If alerts return recommended replacing temperature cable that connect from probe to device.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿defective / contaminated components from supplier¿. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd was unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.